Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. No changes or interventions were performed the patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, g3, h1, h2, h6.

Event description:
New information received notes that the pacemaker was explanted.

Manufacturer narrative:
Correction: the g3 date should have been aug 30, 2022 in the previous report.

Manufacturer narrative:
The reported event of premature depletion of battery was not confirmed. Device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the elective replacement indicator (eri) consistent with normal usage.additional finding: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.